Event description:
On (B)(6) 2013, the reporter contacted animas stating that the previous evening, the patient fell off a chair and now the pump's display screen is blank and there is a crack under the lens. The patient was reportedly started on an alternate form of insulin delivery after which the patient reportedly experienced blood glucose (bg) of 430mg/dl with no symptoms. The reported bg excursion does not meet criteria for an adverse event. This complaint is being reported due to the alleged display issues.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 07/22/2013 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the pump has audible and vibratory sounds; the display screen remains blank and does not go the verify screen. The pump cover was removed and the it was confirmed the display screen is cracked. Inserted test display screen. Test display screen powers on the verify screen with normal contrast.